Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. The patient alleged they were illegally implanted with a device on (B)(6) 2010 after being in an accident and being transported to the hospital via ambulance. The patient alleged that for the past 5 years, he has been removing abundant scar tissue, wiring leads, and ¿a host of other medical gadgetry¿ from various parts of his body including the scalp, neck, face, ears, shoulders, stomach and nose. The patient alleged having 10-15 vials of materials he has ¿cut, pulled, and torn¿ out of his body, and has identified ¿fiber optics and everything else in it¿. The patient also alleged having a ¿rather large lump¿ in the lower/mid back on the left side. In addition, the patient alleged that his electronics, including cell phones and vehicles, have been tampered with/sabotaged for surveillance and monitoring. Based on ¿research/data/timing¿ that the patient had been doing on the internet, he believed the device was from this manufacturer. The patient noted that his wife thought he had obsessive compulsive disorder, and that he has refused treatment or services from doctors at this time.

Event description:
Additional information received from the consumer reported they had removed all kinds of stuff from their face/head/back/shoulders/stomach including wiring. It was noted they were requesting additional information regarding their implanted components since what they were finding online was not complete/detailed enough for them. It was further stated that the link was not very informative to someone who had already been implanted without informed consent. It was noted their physician that was or is still involved, they hadn¿t seen for over a year and would never see again. It was stated they were planning on finding someone to cut out the devices that were implanted in their body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.